Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lv lead threshold increased from 2v to 4v one day post implant. Eight days post implant a device printout indicated "unable to measure lv thresholds in last 7 days". The lead is still in use. No patient complications have been reported as a result of this event.